Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 2.4 mmol/l at the time of incident. The customer treated low blood glucose value with food. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.